Manufacturer narrative:
Other, other text: one medfusion 4000 pump was returned for analysis and the top and bottom cases were damaged. There was force sensor test error in history. The device was tested by start-up and inspection. The reported issue was duplicated and confirmed. The force sensor float was missing from the plunger head as a result of the customer incorrect assembly of the plunger head. The missing force sensor float was installed, the damaged was fixed, the device was re-calibrated and passed testing.

Event description:
Information was received that the medfusion 4000 pump displayed a force sensor error. There were no adverse events reported.